Manufacturer narrative:
(B)(4) date sent: 11/17/2016. Batch # (B)(4). Intra-operative photos received. Pictures provided are close up picture of the distal end of the device; the anvil is seen with damage on the knife slot, a green cartridge reload is loaded on the channel, two staples protruding from the reload can be noted. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information received: it was reported by the local business development manager that the patient associated with this pi has now returned for an additional surgical procedure to address a post-operative leak. No other additional information is available at this time; however, the local team will be trying to set up a time for a rrt call with medical and engineering. Situation (no special additional information) " sleeve gastrectomy " first reload green with seamguard, after 50% engine was not strong enough to go on " manual return of knife " new reload (green + seamguard) to go on. (Potentially the moment when the anvil broke) " finish with new echelon and new reload for the rest. " finally a post op leak (not 100% clear where) >>> patient went back to the or to get a drain. Additional information requested and received: what was patient bmi/gender? Was there any unusual noises noted during firing? How close to the pylorus was device fired? What size bougie was used? Was there any difficulty opening device? How was the leak identified? Were any malformed staples noted? What is the current patient status? The patient is ok. They just had to place a drain in a second step to work against the leak.

Event description:
It was reported by the affiliate that during a laparoscopic sleeve gastrectomy procedure, the device was loaded with gst60g green reload and seamguard. Apparently the first firing was fine. Afterwards the stapler was reloaded with a green reload, again with seamguard. The stapling stopped in the middle, the knife had to be returned and the stapler was discarded. The pressing plate of the stapler is damaged. It is unclear how this happened. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The analysis found that one psee60a device was returned with the anvil knife slot damaged and with a gst60g cartridge reload loaded on the device. The reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. In addition, another gst60g cartridge was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The damaged observed on the anvil occurs when the top of the knife e-beam has pulled through the solid steel machined anvil. This can only happen when the device is fired on extremely thick and fibrous tissue or over a thick foreign object. During the firing cycle, the knife e beam will always close the anvil to its set gap while moving forward to ensure the staple formation is correct. If the tissue within the jaws is significantly outside of indicated ranges there is the potential for the knife e beam to pull through the anvil as the anvil cannot close to the set gap. No further functional test could be performed due to the condition of the anvil. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.